Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An valiant evo stent graft was implanted in an unknown endovascular procedure. It was reported that approximately 47 months post index procedure, patient suffered from worsening penetrating ulcer disease in the distal thoracic aorta beginning distal to the endovascular stent. Event is continuing. The site assessed the event as not related to the procedure and not related to the device. The sponsor assessed it as possibly related to the device and not related to the procedure. No cause of the event was reported. No additional clinical sequelae were reported and the patient will be monitored.